Event description:
1t was reported this drainage catheter was placed for a chest drainage procedure. It was noted post placement, the hub had detached from the catheter. The catheter was successfully removed. There was no significant effusion noted at that time, therefore another drainage catheter was not placed. No patient complications from this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, the co is unable to determine if the device met its specifications. The co believes user technique, and/or patient anatomy may have contributed to this event. However, without evaluating the device the co is unable to determine the relationship between the device and the cause for this event. Co directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."